Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the cutter has been broken it is unknown whether it happened during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: cutter with tip chipped and broken. Investigation of the returned article confirms the tip is chipped and broken. The tip is very badly damaged / pieces are broken off .the cutter shows signs of wear and tear (scratches on surface). It is likely that simply too much mechanical force (possibly blunt cutting edge from previous use) has finally lead to the mentioned damages of this cutter. This lot number was manufactured in october 2012 and a review of the manufacturing records shows that the lot was produced to specification with no deviations or issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.